Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site had damaged/bent a thoracic probe. There was no impact on patient outcome.

Manufacturer narrative:
H2)if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: another instrument was used to complete the procedure. The probe would not pass verification. There was no delay to the procedure. The instrument was damaged inside the patient anatomy, all parts were removed from the patient.